Manufacturer narrative:
B3: event date, updated. B5: additional information. H6: health impact and health effect codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had the stroke on (B)(6) 2024. The driveline damage was noted to be cosmetic damage only. Pictures were to be sent. There were no alarms noted. The stroke was an embolic stroke in the parietal-occipital region. The patient experienced blurred vision as a symptom. On (B)(6) 2024 the patient had presented to the emergency department with shortness of breath and acute hypoxic respiratory failure. The patient was intubated for 24 hours. They were in and out of ventricular tachycardia (vt), which was self-converted with electrolyte correction. This was noted to have possibly contributed to the stroke. Anticoagulation was to be continued, and no intervention was performed. The patient's vision was improving, and they were to follow up with a nuero-opthalmologist.

Manufacturer narrative:
Section b2: correction. Section b3: correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported damage of the pump cable was unable to be confirmed through this evaluation. A specific cause for the damage could not be conclusively determined through this evaluation. The controller event log file contained events from 01aug2024 through 13aug2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including respiratory failure, cardiac arrhythmia, and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a stroke. There were no alarms noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.